Event description:
Senseonics was made aware of an incident where user reported an event where the CGM showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The User reported discrepancies between BG and SG readings. Escalation analysis indicated that the observed differences could not be attributable to a clear root cause. As a proactive troubleshooting measure, Customer Care recommended uninstalling and reinstalling the app, performing a manual data synchronization, and a sensor-relink to clear the calibration history and correct any potential calibration misalignment. Post re-link, the system was working within expectations with BG values aligning well with SG trends. Customer Care recommended the user continue using the system and to enter BG values into the system as calibrations or glucose events when discrepancies are observed to support further review. The user was advised to call back if they had any additional concerns. As per the Data Management System (DMS) review, the system remained in active use with up-to-date information.